Manufacturer narrative:
A patient sample was tested by the manufacturer. The ft4 and ft3 results obtained by the customer were confirmed. Further testing confirmed an interfering factor to a component of the reagent for the ft4ii and ft3iii assays. The interference does not affect the ft4iii assay. A general reagent issue was excluded. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
This event occurred in (B)(6) unique identifier (UDI)#: (B)(4).

Event description:
The customer initially complained of an incorrect high results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) on a cobas 8000 e 602 module. The initial ft4 ii results were 42.01 pmol/l and 43.04 pmol/l. These results did not fit the clinical picture for the patient and were reported outside of the laboratory with a comment that the results were unusual and the sample was being sent to an external laboratory for further testing. On (B)(6) 2018 the sample was tested for elecsys ft4 iii (ft4 iii) and the results were 15.39 pmol/l and 15.76 pmol/l. These results were not reported outside of the laboratory. On (B)(6) 2018 the sample was tested by the abbott architect method and discrepant results were identified for ft4 ii, ft4 iii and ft3. The abbott architect results were reported outside of the laboratory with a comment to ignore the previous ft4 ii result as it was affected by an "analytical interference." The patient has a normally functioning thyroid. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6)for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the ft4 iii erroneous results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4).

Manufacturer narrative:
No medical decisions were made based on the results as the laboratory advised to wait for confirmation of results prior to acting on them. The initial ft4 iii result on the e602 module was 15.59 pmol/l and not 15.39 pmol/l as initially stated.